Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic bilateral inguinal hernia repair procedure and absorbable straps were used. When firing in the inguinal space, the strap didn't penetrate the tissue fully and was hanging half way out of the tissue. An unlike device was used to complete the procedure. There were no patient consequences. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.